Manufacturer narrative:
No button error alarm. The insulin pump was received with no button response due to button keypad connector unlocked. Unable to perform functional test due to keypad anomaly. The insulin pump had a minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that battery compartment had crack and bottom arrow button doesn't work either on insulin pump. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.